Event description:
It was reported that when the asymptomatic patient presented via a merlin@home transmission, non-sustained post-paced t-wave oversensing on the ventricular channel was noted on a stored egm. Programming changes were made during the device check.

Manufacturer narrative:
(B)(4).